Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Bard denali filter was deployed at an unknown location, for a patient with pulmonary embolism, deep venous thrombosis and recent gastrointestinal bleed. Post placement venogram demonstrated that the inferior vena cava filter was at the level of the renal veins. Using fluoroscopic guidance, the filter was removed with a 15 mm snare device and the same filter was deployed again. Post placement venogram confirmed adequate position. Approximately, two months and two weeks of post deployment, a computed tomography (CT) abdomen and pelvis with intravenous contrast demonstrated that an inferior vena cava filter was incidentally noted. Around, one year two months later, an x-ray spine lumbosacral 2 or 3 views showed that an inferior vena cava filter was present at the level of l1-l2 disc space. Around, five months and three week later, a computed tomography angiography (cta) chest with contrast showed that there was no central embolus identified, but embolus in the periphery of the left lung was difficult to exclude, with similar limitation mid to lesser degree on the right. Around, seven months later, the patient presented with right sided abdominal pain. On the same day, a computed tomography (CT) abdomen and pelvis without contrast showed that an infra renal inferior vena cava filter was present. Around one year and five months later, a computed tomography angiography (cta) chest with contrast showed that there was small pulmonary embolus within the right middle lobe. No definite additional pulmonary emboli identified. The clot burden was small. On the same day, an x-ray chest 1 view demonstrated that an inferior vena cava filter was incidentally noted. Around, one month and three weeks later, a computed tomography (CT) abdomen without contrast showed that there was an inferior vena cava filter in satisfactory position. There was no evidence of hemorrhage or fluid collection. Therefore the investigation is confirmed for positioning issue of the filter. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b2,d4 (expiry date: 04/2017). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the patient experienced pulmonary embolism and pain. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 04/2017); (manufacturing date 04/2014).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the patient experienced pulmonary embolism and pain. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.